Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 4-0 dorsal incision dehiscence full thickness following removal skin suture 2-3 weeks post op. Wound débridement secondary close. There was unanticipated tissue loss. Did the difficulty result in unintended: yes. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.